Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 5. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2023, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and bleeding. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 5. On (B)(6) 2023, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.